Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date that involved a plum a+ infusion pump where it was reported that air is getting through the cassette undetected. The oncology department is reporting significant amounts of air getting through the pump undetected bypassing to the distal line. The customer is wondering if it could be something specific to the department and the drugs they are administering because he would test the plum a+ pump afterwards and he could not reproduce the error with his test rig. The air detection still seemed to pass the tolerances at the time but the reports from oncology would show the issue was on going. Some drugs that have been noted to have air bypass the sensor is paclitaxel, docitaxel, oxaliplatin, and irinotecan. The problem was noted regularly and has only been seen in the oncology department. The customer also added that after picking up the pump, he was unable to reproduce the error and the device passed the preventive maintenance with distilled water fine. This issue was not seen with other plum a+s from other departments and was hoping an upgrade on the device would resolve the issue but it hasn¿t and continues to still be reported. There was patient involvement and no report of adverse event. This is the second of nine events reported.